Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer states that he is getting a red 3x and green 1x. The dealer states there is a yellow flashing light but no audible alarm.